Event description:
While trying to open an already started bottle vps tray adhesive, the bottleneck broke. The dental assistant got a cut in their hand on the palm by the thumb. The cut had to be closed by three stitches. Four shots of a local anesthetic and one shot tetanus were administered additionally. The physician stated that no tendon or tissue damage occurred. After the stitches were removed, the hand was doing fine again with full mobility and no cosmetical issue.